Manufacturer narrative:
(B)(4). (B)(6). Reported event was confirmed upon review of revision operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. It is reported that a legacy zimmer versys beaded fullcoat stem was used with smith and nephew acetabular components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left hip arthroplasty with a competitor product and was revised due to a periprosthetic fracture with the femoral component. Subsequently, the patient was revised again due to a femoral component fracture and a left femur fracture. Review of the surgery notes confirm that revision occurred due to femoral component fracture of total hip prosthesis with fracture of the left femur. Patient had already suffered a fracture of the proximal femur two months after its initial implantation. The stem fractured just under the little trochanter. No bone growth was found during surgery on the proximal portion, except in rare places where there had been fibrous growth only. The end of the femoral component was found to have perforated the lateral cortex. No complications found in the revision op-notes and no further information has been provided.